Event description:
"The blue thing" to knot and hook the trigger cord from the loading catheter became broken on both sides. This is the second time this happens. See MDR 1037905-2012-00421. For the first time this happened, see MDR 1037905-2012-00420. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because, the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. We did confirm that this customer has not received product since the implementation of the corrective action, therefore, although the lot number is unk we can confirm that the product involved with this event is within the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.